Manufacturer narrative:
Phone number (B)(6).

Event description:
It was reported that there was a speaker was defective. It is unknown if there was any sound. The device was use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
The customer alleged that the speaker is defective. It is unknown if there was any sound. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.